Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle medication flow stopped during the injection and a second needle was needed to complete it. The following information was provided by the initial reporter: "consumer reported when taking injection, the flow will stop and she has to use a second pen needle to complete dispensing stated, she has had issue occur in previous boxes but is only reporting one lot/one box today. Last two boxes were discarded stated, she does not prime before attempting injection stated, does not want to waste insulin with priming but will try it going forward".

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle medication flow stopped during the injection and a second needle was needed to complete it. The following information was provided by the initial reporter: "consumer reported when taking injection, the flow will stop and she has to use a second pen needle to complete dispencing stated, she has had issue occur in previous boxes but is only reporting one lot/one box today. Last two boxes were discarded stated, she does not prime before attempting injection stated, does not want to waste insulin with priming but will try it going forward"